Event description:
At conclusion of c3-c4 cervical diskectomy with decompression, the patient was turned to the left lateral decubitus position for insertion of a lumbar drain. A long tuohy needle was used to insert into the l4-5 interspace. At first, there was cerebral spinal drainage (csd) flow noted from the tuohy needle, therefore the lumbar drain catheter was advanced through the tuohy needle into the intrathecal space. However, after advancing catheter, the catheter was no longer advancing. At this point, it was felt repositioning of the tuohy needle was necessary. The catheter was slowly backed out without any resistance. After it was removed and inspected, it was noted that the distal 3 cm of the catheter tip had been sheared off, which was left behind likely in the soft tissue of the patient. The physician does not expect any complications with the retained piece, which will eventually get encapsulated with scar tissue. Disclosure was done to the patient. The tuohy needle was then removed and fluoroscopic guidance was used to place a new lumbar drain into the l3-l4 interluminal space.